Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of her coaguchek xs meter serial number (B)(4). The reporter stated the display was really faint and it was hard to see the numbers. The reporter tried changing the batteries, but the display was still faint. The reporter performed a display check of the meter and the result field of the display showed "888", with no missing segments. The segments in each "8" were dark and easy to see. The reporter then accessed the meter's result memory and saw a value of 2.3 inr at 9:56 a.m. On (B)(6) 2020. The reporter stated it was difficult to see the inr result. The top segments of both the "2" and "3" were dark and easy to see, but the middle segments of both numbers were really faint and hard to see. The bottom segments of both numbers were dark and easy to see. The meter display issue impedes the reporter's ability to read the result field of the display, so it is possible to misinterpret values.